Event description:
An ophthalmic surgeon reported that one month following a glaucoma filtration device/cataract extraction with intraocular lens (iol) implant procedure, the patient's intraocular pressure (iop) increased. Suture lysis was performed on five separate occasions. A needling was performed 6 weeks following the initial surgery and iop lowering topical medication was added. The shunt was removed and filtration bleb reconstruction was performed.

Manufacturer narrative:
(B)(4)

Event description:
Additional details were provided by the surgeon that during the same procedure that the device was removed, a trabeculectomy was performed after confirming that there was no aqueous humor leakage. The surgeon indicated an incomplete function of the device was the causal relationship between the event and the device. The patient is recovered as of five months following the initial procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).